Event description:
Spouse of type 2 diabetic reported that his wife applied the vgo onto him and believes she accidently released the needle button. At 6am the bg was 400 and the patient went to the ER at 10:30 am. Spouse reports the patient was only monitored in ER and released to home in under 2 hours. The patient oral medication (name unknown) for bg mgmt. Was discontinued when the patient started on the vgo 30 with 4 clicks per meal. The device was not returned for evaluation.

Manufacturer narrative:
The device was returned and evaluated. The conclusion was: returned device appears to have functioned as designed, with the released button depressed and 14 boluses remaining. UDI#: added, device evaluated, initial reporter corrected, non professional, follow up #1, additional information, device returned, manufacture date provided, method 10, results 213, conclusion 67.